Event description:
A clinician performed a bbl acne treatment on a fitzpatrick type v pt and reported receiving a call from a pt who reported blistering within 12 hours of treatment. The pt was treated for the first time with the following bbl acne protocol parameters: 420 filter, 4 j/cm2, 200 ms, 15 deg c, 2 passes, 560 filter, 15 j/cm2, 200 ms, 15 deg c, 1.5 pases with pt complaining of "burning sensation." A 590 filter, 15 j/cm2, 200 ms, 15 deg c, 6 passes. The clinician did not question the function of the bbl handpiece.

Manufacturer narrative:
Sciton clinical staff concluded that the probable root cause for this adverse event was mistakenly providing treatment with 420 and 560 filters in this fitzpatrick type v pt. Sciton recommends that only the 590 nm filter with 6 passes should be used on skin type v pts. There is no evidence that there was a device malfunction. No further adverse events have been reported by this practice.